Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
The patient presented at the hospital with vertigo, lightheadedness and shortness of breath. It was discovered that the right ventricular (rv) lead was exhibiting high thresholds and non-capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.